Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the thin flap in the unknown eye of the patient during refractive surgery. There are multiple related reports for this facility. This report addresses the patient two, unknown eye and other manufacturer reports will be filed.